Event description:
It was reported that the patient noted fatigue after presenting for a routine device check. Loss of capture was noted on the left ventricular lead. On (B)(6) 2014 surgery was performed and lead dislodgement was observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.